Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms/adjust belt messages) has been confirmed. Upon investigation the pin 3 of q1 inside ecgs "c" and "d" were out of tolerence. The root cause for the out of tolerence pin was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A patient's electrode belt was returned to the distributor and it was reported that the patient was receiving unnecessary arrhythmia alarms and adjust belt messages.